Event description:
It was reported that three days post-op of a staar procedure, the pt was released from the hospital. Seven days post-op, one of the staple lines came open; bleeding started and the surgeon had to suture it by hand. The pt was in stable condition. The device was discarded. Received the following info on 09/03/2009: right after the operation was done, the surgeon went on vacation, so he could not provide info on how the staple line looked like after it came open. Other surgeon had to resuture it. And there is no info whether the blood test was available. The pt was released from the hospital on the third day after the surgery. She was informed on not doing any physical activities or any other actions that require add'l force. Add'l info received on 09/03/2009: this kind of surgery was performed for the first time in baltics; however, the surgeon was trained on how to use it, and how to perform the operation itself. The surgeon did everything according to the protocol and instructions. Right after the operation, the pt was in a stable condition; seven days post-op, one of the staple lines came open, and they had to resuture it by hand. Now the pt is stable and fully recovered. Received a medical opinion provided by physician on 09/04/2009: "we are not able to connect the product failure with the pt complaint. The pt staple line and general well being were good by discharge. It seems that the device was not the cause of the incidence."

Manufacturer narrative:
Date sent: 09/18/2009. Eval summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed, and the final quality release criteria was met before the batches were released for distribution. Complaint info is trended on a regular basis to determine if further investigation is warranted.